Event description:
Per the audiologist, the patient stopped responding to sound the third week in 2007. Exchanging the external equipment did not solve the problem. Testing at the clinic indicated the cochlear implant was not functioning. Results of an integrity test done on the same month, were consistent with a non-functioning device. No information has been provided regarding an explant/reimplant surgery at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.